Event description:
Related manufacturer reference number: 2017865-2023-01188, related manufacturer reference number: 2017865-2023-01189. It was reported that the patient presented in the clinic due to pacemaker pocket erosion. It was noted that the pacemaker, the right ventricular (rv) lead and the right atrial (ra) lead were eroded through the skin. The entire pacemaker system was explanted due to pacemaker pocket erosion. The patient's condition was stable.